Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (short landing zone). Conclusion: device failure/lack of effectiveness related to patient condition (short landing zone).

Event description:
A valiant captivia stent graft was implanted in a patient for the endovascular treatment of a saccular 5.0 cm diameter thoracic aortic aneurysm approximately two months ago. The proximal neck was 28 mm in diameter. The patient had coronary artery bypass grafting before the procedure and the ascending aorta had been replaced with a surgical graft. The left internal thoracic artery was occluded. A valiant captivia stent graft vamf3434c200tj and a vamc3434c150tj were implanted in zone 3. After the procedure an endoleak was observed and the physician deemed this as a type ii endoleak coming from the bronchial artery and decided to monitor the patient. One week later a follow up CT scan was performed and the physician reassessed the endoleak as a proximal type I endoleak. The physician commented that the landing zone was short. The decision was made to treat the endoleak at a later date. No additional clinical sequelae were reported and the patient is fine.